Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, flail, and prolapsed posterior mitral leaflet. A mitraclip xtw was inserted and deployed on the mitral valve, capturing the flail. A second clip, a mitraclip xtw, was then inserted and deployed on the mitral valve. However, after deployment, the second clip detached from the anterior mitral leaflet and remained attached to the posterior mitral leaflet (single leaflet device attachment/slda). After a few minutes, echocardiogram revealed that the second clip had fully detached from both leaflets, and had moved under the subvalvular apparatus, entangled in the medial commissure. The procedure was discontinued, and the mr was reduced to 2-3+. On (B)(6) 2025, imaging revealed that the clip was no longer entangled in the subvalvular apparatus, had embolized from the left ventricle (lv), and was stuck in the descending thoracic aorta.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated, and based on the information provided, a cause for the reported single leaflet device attachment and subsequent expulsion cannot be determined. Embolism/embolus and foreign body in patient were related to the clip completely detaching from both the leaflets (expulsion). Embolism is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. H6: codes removed: health effect-clinical code: 4451 medical device problem code: 4003.